Event description:
It was reported via repair work order that the footend lift would not raise as the footend cover severed the power coil cord, exposing electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.